Manufacturer narrative:
(B)(4). Date sent: 11/14/2023. D4 batch #: unknown. Additional information was obtained: the piece of broken electrode may be left in the patient. There is a possibility that the electrode was broken. The piece considered to be broken device was found in patient, but not sure if it is part of pp. The piece is collected from the patient and to be sent with the device. Please define if the piece is part of eps. The broken pieces were removed under laparoscope, and no additional examination or treatment were proceeded. ·the patient is stable. Additional information was requested and the following was obtained: what efforts were made to locate the electrode during the procedure? The broken pieces were retrieved endoscopically. Was this procedure converted to an open procedure? No. Was there any change in the patient care as a result of this event? No. What is the current patient status? No problem. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during laparoscopic hysterectomy, the electrode was broken. The pieces fell into the patient were collected, and no pieces left in the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/21/2023. D4 batch #: a9dr5y. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the shaft sheath cut off at the distal side. In addition, two pieces and two flashes of plastic sheath were received in a petri dish. Images attached to the complaint confirmed the issue found during the analysis. Due to this condition, the event reported is confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what could have caused this damage.

Manufacturer narrative:
(B)(4). Date sent: 5/8/2024. Additional analysis of the 2 pieces: each of the pieces in the sample container were identified as high-density polyethylene (hdpe) (spectrum 1) and are a good match with the spectrum of a piece of material removed from the returned device.